Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive troubleshooting without duplicating the malfunction. Review of the device activity log does show the customer's report of no ECG; however the device did show an ECG signal until the end user switched from pads view to leads which a signal was not detected likely based on no connection. Coupling with the patient was present for the entire case with pads. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.